Event description:
It was reported that a spectrum iq pump under infused amiodarone during treatment. Several hours into therapy, the medication bag still looked more than half full when it should have been close to needing to be changed. There were no programming errors. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5110572 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.